Event description:
Customer claims that the alarm does not sound when pressure is released from the sensor. The batteries were replaced with a new supply. The alarm was tested with a new sensor. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation for the returned product found the battery door is missing. When tested, the alarm powered on, but there is no alarm tone when pressure is released from the sensor. The tone selector and the fail safe feature did not work. (B)(4).